Event description:
It was reported patient has been experiencing restlessness, irritability, and increased seizures. Per the report, adjustments were been made, but have not had an effect so far. Implant card was reviewed and reason for replacement was noted to be due to battery depletion. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.